Event description:
This case, reported by an internist, concerns an inpatient of unknown age, who experienced an increase in their blood surgar level in 2000 during the use of human insulin (unspecified humacart) with humapen ergo. The event was caused by a malfunction of the pen, which later resolved after replacing the pen with the new one. At the time of the report, the human insulin therapy was maintained. The reporting physician assessed the event as serious (prolonged the patient's hospitalization) and as related to the pen. Additional info is being requested.